Event description:
Event description cpi received information that shortly after implant this bipolar lead lost atrial capture. On a chest x-ray it was noted the atrial lead had moved. The physician elected to monitor the patient, in june 1997 at a follow-up visit the atrial capture had returned.